Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection revealed that the ICD activated the backup mode on (B)(6) 2015, because it detected invalid memory content during an automatic signature check. While the ICD was in backup mode one therapy was delivered by the device on (B)(6) 2015. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup mode to assure the patients safety. The device data further showed that this specific invalid memory content led to an erroneous display of the device recordings, as reported in the complaint description. This does not affect the ability of the device to deliver therapies. An evaluation of device data after re-initialization showed no indication of a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields or radiation therapy may have contributed to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode on (B)(6) 2015. The ability of the device to deliver therapies is not affected by the safety mechanism. The device data after the reinitialization process showed no indication of a device malfunction.

Event description:
Device was in backup for unknown reasons. Representative would like to know if patient received any therapy and when device went into backup. Ram dump has been sent in and is included with this report. The device remains implanted. 7/22/2015 - the representative checked the home monitoring site for the patient. It had reported that between (B)(6) 2015 and (B)(6) 2015, the patient has 192 atrial monitoring episodes, 192 svt episodes, and 192 ineffective ventricular max energy shocks. None of these were actually on the recordings page. The representative would like to know whether this data is valid.